Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There were no issues with articulation of the wrist during inspection. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional findings not related to customer reported complaint: the instrument was found to have one bent grip, causing misalignment of the grips. There was a .0360¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The insulation is damaged and wires exposed. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The grip tips are bent. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the force bipolar instrument wrist was loose and did not articulate well. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.